Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer successfully resumed insulin deliveries without the need to change any of the pump supplies. Reportedly, the pump supplies had been in use for approximately 7 days. Blood glucose level was not impacted. Tandem technical support educated the customer in possible causes of occlusions (kinked cannula, inflammatory response at the site area, or blockage in the tubing) and using pump supplies per labeling.